Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that a malfunction alarm occurred and the pump stopped all insulin delivery. Shortly after the malfunction the pump turned off and was unable to be turned on. The pump was connected to a power source for an extended period of time but the pump remained unresponsive. The customer's blood glucose (bg) level was impacted (300-400 mg/dl). The customer delivered a manual injection to correct bg level. It was indicated that the customer would continue to use manual injections as alternate insulin therapy until the replacement pump is received.